Manufacturer narrative:
The failure investigation has been completed and the alleged data error alert issue was verified. However, based on the analysis, the alleged alarm could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump history was noted to be inaccurate and the pump indicated a data log corruption. Additionally, it was reported an unspecified cartridge alarm occurred when going through the load process. To resolve the issue, a new cartridge was loaded successfully. Blood glucose level ranged from 150-250 (mg/dl). Reportedly, the customer had manual injections available as alternate insulin therapy.